Manufacturer narrative:
(B)(4). Evaluation, results: (extremely tortuous & highly calcified); (force applied); (dissection). Conclusion: (extremely tortuous & highly calcified).

Event description:
The physician was attempting to stent a lesion in the distal rca with a 2.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting stent. The lesion was extremely tortuous and highly calcified. The physician performed numerous predilations. The physician was unable to cross the lesion and on removal of the stent catheter, it was noticed that the stent was no longer on the delivery system. Force was applied during advancement of this device. The stent was embedded in calcium in the proximal rca. An attempt was made to snare the stent with no success. A guidewire was then used to crush the stent against the vessel wall. Another endeavor stent was placed successfully across the crushed stent. The physician then advanced a 2.5mm diameter x 8mm length endeavor sprint rx drug-eluting stent to the mid rca. After the stent was deployed, a small dissection was noticed distal to the relevant stent. Ballooning was used to treat the dissection. The pt was stable post procedure and no additional clinical sequelae were reported. (Ref MFR # 9612164201100554).